Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hospitalization and no delivery on the insulin pump. Customer¿s blood glucose level was 326 mg/dl. Customer went to the hospital on (B)(6) 2018 at 11 pm for chest pains not diabetes related. Troubleshooting for no delivery was performed. Customer advised they changed out their infusion set and reservoir multiple times however they continued to receive no delivery alarms. Customer advised they tried all remedies and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted.